Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: a 1388t competitor implantable pacing lead: (B)(6) 2004. A 1488 competitor implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported that during a device interrogation, when the atrial high rate episode electrogram information was clicked, there was a message saying ¿invalid data.¿ the device remains in use. No patient complications have been reported as a result of this event.